Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received a failed battery test alarm. The customer's blood glucose was 145 mg/dl at the time of incident. The customer's mother stated that the battery cap contacts were not missing or damaged. The customer's mother stated that they did not have a new battery to place in the insulin pump. The insulin pump will not be returned for analysis.